Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported sheath break/separation could not be determined. Factors that may contribute to a sheath/guide break include, but not limited to, challenging anatomy, high angle of insertion, excess downward force, or twisting or torsional pressure. The separated sheath/guide likely contributed to the subsequent device entrapment. The reported unexpected medical intervention was required to create a new access site due to the unintended loss of vascular access. However, this cannot be conclusively determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 correction: date updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated. D4: the UDI is not known as the part and lot number were not provided. Attachment article, titled "fracture and retrieval of a suture-mediated closure device catheter."

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device after an interventional radioembolization mapping procedure with a 6f sheath. Reportedly, resistance was encountered during deployment, twisting and exchanging the device resulted in a separation at the junction between the plastic sheath and the metal guide, leaving the sheath lodged in the right external iliac artery and rcfa. The access site was noted to be scarred. To minimize blood loss, manual compression was immediately applied to the right groin and hemostasis was achieved. The left common femoral artery was then accessed to retrieve the separated sheath using the pre-close technique via a 6f sheath hole. Two proglide sutures were successfully pre-placed. The sheath was upsized to a 10f sheath, a 30-mm amplatz gooseneck snare was introduced; however, initial attempts to capture the separated sheath was unsuccessful because the sheath was positioned against the aortic wall. A reverse curve catheter was then used to reposition the sheath, allowing successful snaring and retrieval through the 10f sheath. A postretrieval angiogram confirmed no vascular injury. Hemostasis was achieved with the pre-placed proglide sutures. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Specific patient information is documented as unknown. Details are listed in the article, titled "fracture and retrieval of a suture-mediated closure device catheter" no additional information was provided.